Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "need new scanner cable and head" was confirmed by the field service engineer, and replaced components were investigated in the dchu inspection process. The device was initially evaluated by the bd fse under wo (B)(4). The client had swapped out the whole scanner to another station. The fse only had the scanner cable and not the entire scanner. Fse claimed that another visit to fix later was scheduled, this station was left in stand-by. Later the fse dropped off scanner and drawer used in old workorders. No scanner to be returned. Customer to swap drawer when needed. Finally, the customer tested. During dchu visual inspection: the part was received at dchu san diego with a label reading "do not use fire hazard! Sparked when plugged" affixed to the front of the drawer. No obvious issue was observed. During dchu testing: the drawer was manually opened. No binding, excessive resistance, or unusual noises were detected when the drawer slides are extended and retracted. During internal inspection: further inspection observed there was thermal damage on the pcba fh cubie pmc. No testing was required. This observation confirmed the note on the label affixed to the front of the drawer, and no functional testing was required. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported need for a replacement scanner cable and head could not be determined because the scanner was not returned for evaluation. The observation of thermal damage on the pcba fh cubie pmc confirmed the note on the label affixed to the front of the drawer. Based on the note, which read "sparked when plugged", it was likely that the station was energized or powered on, causing a momentary electrical surge.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the scanner required a new cable and head. As per part investigation, it was determined that the root cause of the reported need for a replacement scanner cable and head could not be determined because the scanner was not returned for evaluation. Thermal damage was observed on the pcba fh cubie pmc, and the label note indicating "sparked when plugged" suggested that the station was powered on, likely resulting in a momentary electrical surge. However, there were no delay to patient care and adverse events or injuries reported based on this incident.